Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. Breach in aseptic technique was further described as patient made a mistake. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram) (route and frequency not reported) and fortum injection (dose, route and frequency not reported) for peritonitis. The patient has recovered from the event of peritonitis. It was unknown if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. No additional information is available at this time.